Event description:
During follow-up, decrease sensing and increase impedance was noted on the right ventricular (rv) lead. The physician decided to explant and implant a new rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information was received indicating this event was reported under manufacturer report number 2938836-2018-12432. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix and applying torque to the connector pin, helix could be extended and retracted. The cause of the reported event ¿defective screw mechanism¿ was isolated the helix being clogged with blood/tissue and over torque of the inner coil.

Event description:
Additional information was received indicating this event was reported under manufacturer report number 2938836-2018-12432. This report was sent by mistake. There was no decrease sensing and increase impedance on this rv lead. Instead the helix failed to extend during procedure.